Event description:
This device was explanted on (B)(6) 2010 due to patient infection. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).